Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, the pg was explanted during a revision procedure to replace the right ventricle lead. Although there was no clinical reason or allegation against the pg, it was explanted and replaced to avoid possible infection during the revision procedure. A new device was implanted, and the procedure was completed without any complications.